Manufacturer narrative:
Service was not dispatched as the customer resolved the reported issue.

Event description:
The customer reported approximately two cups of clear fluid leaked onto the counter while the system was in idle involving the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye goggles and did not have direct contact with the fluid. Patient results were not impacted. There was no patient impact associated with this event. The facility has an exposure control or risk management plan in place for biohazard material. During system diagnostics, the customer discovered loose tubing at pinch valve vl49b. The customer reconnected the tubing at vl49b and resolved the leak issue. The instrument was returned to normal operation.